Manufacturer narrative:
The device was inspected and no technical issues were identified. The treatment was performed according to the recommended protocol. The prolonged pih is most probably associated with initial intense inflammatory reaction to the numbing cream and due to patient's individual predisposition (high fitzpatrick skin type).

Event description:
Pih on lower abdomen 1 year and 3 months post morpheus8 treatment.